Manufacturer narrative:
Complete event site name - (B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, a balloon leak occurred following several issues with autofill failure. The customer described feeling an escape of gas/air at skin entry and the balloon had been in standby for forty minutes. The getinge representative explained catheter needed to be removed as soon as possible and replaced. All connection secure. The insertion was reported to be axillary, which is not the method described in the device instructions for use. There was no reported injury to the patient.

Manufacturer narrative:
Additional information: evaluation method codes: historical data analysis; 4109. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint #(B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, a balloon leak occurred following several issues with autofill failure. The customer described feeling an escape of gas/air at skin entry and the balloon had been in standby for forty minutes. The getinge representative explained catheter needed to be removed as soon as possible and replaced. All connection secure. The insertion was reported to be axillary, which is not the method described in the device instructions for use. There was no reported injury to the patient.